Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure two of the elastic bands to their smartband multi-band litigation kit released at the same time and one of them became stuck at the gastrointestinal junction. The procedure was completed successfully following a short delay to locate the elastic band. No report of injury.